Event description:
Boston scientific (bsc) received information that this dextrus lead was an attempted implant. It was reported that the lead dislodged and was subsequently explanted, and discarded. A new lead was implanted without further incident.